Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for a routine device check, an alert for high, out of range pacing impedance was observed. No further information is available.

Event description:
New information received notes that upon device interrogation, high, out of range pacing impedance was observed. The lead was capped and replaced on (B)(6) 2018. The patient's condition was stable before, during, and after the procedure.